Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center could not confirm the reported problem of "no image when the protector at the connector part was slightly swayed." However, during evaluation of the returned device, a faulty cable was found, causing horizontal stripes to appear on the image (noisy image) when the cable was swayed. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that during reprocessing of the camera head, the unit exhibited no image when the protector at the connector part was slightly swayed. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and a customer response. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the faulty cable likely caused a transmission interference resulting in horizontal lines on the image and temporally the lines got bigger or resulted in a temporary loss of image. A description on broken cable is in the instruction manual. Following this could prevent the event. ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information regarding the event: the malfunction occurred before the procedure and the hospital changed to another device to finish the procedure.